Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button was stuck and unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the ok buttons responds intermittently. The keypad was removed and contamination found under the button contacts. Unrelated to this complaint, the display is dim/fading. When replaced with a test screen the display functioned properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.